Event description:
The customer reported false negative alinity I anti-hbc and provided the following data: the anti-hbc result was 0.28s/co (negative). The sample was tested using the elisa and colloidal gold methods, and the anti-hbc results were both negative. It was reported that the patient has been monitored since 2021 and the anti-hbc result has always been negative. Additional laboratory data: the hbsag result was >124925.00iu/ml, the hbeag result was 1525.699s/co. Since 2021, these results have been reactive. Dna results have shown high numbers of copies. (Positive) patient information: 32-year-old male. For five years, the patient¿s liver function has been normal without taking medication for treatment. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I anti-hbc ii reagent and complaint lot did not identify an increase in complaints for the complaint issue. In-house specificity testing of a retained kit of lot 77227be00, which contains identical bulk reagents as complaint lot 77224be00 was completed. All specifications were met, indicating the lot is performing as expected. Device history record review did not identify any issues. The product labelling provides appropriate information related to the customer issue. The non-reactive alinity I anti-hbc ii results are in alignment with non-reactive anti-hbc results obtained with other methods. Although the anti hbc was negative, in a small subset of chronic hepatitis b cases, it often related to immune factors. Based on the investigation and information within the complaint record, the alinity I anti-hbc ii reagent lot number 77224be00 is performing as intended. No systemic issue or deficiency was identified.

Event description:
The customer reported false negative alinity I anti-hbc and provided the following data: the anti-hbc result was 0.28s/co (negative). The sample was tested using the elisa and colloidal gold methods, and the anti-hbc results were both negative. It was reported that the patient has been monitored since 2021 and the anti-hbc result has always been negative. Additional laboratory data: the hbsag result was >124925.00iu/ml, the hbeag result was 1525.699s/co. Since 2021, these results have been reactive. Dna results have shown high numbers of copies (positive) patient information: 32-year-old male. For five years, the patient¿s liver function has been normal without taking medication for treatment. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.